Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was not operating as designed and customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer was performed displacement verification and self test and it was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-test. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. Device had keypad overlay peeling. The device p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).